Manufacturer narrative:
Additional information: a complete lead was returned for analysis. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during an implant procedure, the left ventricular lead was observed to have no sensing and no capture when utilizing any of the vectors. The lead was not used and replaced. The patient was stable after the procedure.